Manufacturer narrative:
A lot history review reveals no related manufacturing issues and no similar complaints for this lot. The complaint of catheter breakage and embolization is confirmed. It should be recoeded as user-related. Sutures placed across the port stem may have prevented the cath-lock from achieving a secure fit at the port stem/catheter joint, resulting in compression pressures that caused the port stem barb to cut through the tubing wall. The product instructions for use provides directions for the correct application of cath-lock and also directs the user to not apply suture material around tubing.

Event description:
Port placed 11/17/97. The catheter broke & migrated to pts heart. The pt was sent to another facility for percutaneous removal of the catheter & the port was removed at another facility. Reporter said the cath-lock was laying in the soft tissue away from the port.